Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 18 mmol/l (324 mg/dl) while wearing the pod on their leg between 5 and 24 hours. The patient¿s legal guardian (lg) reported an adverse reaction at the pod insertion site. The lg stated that they noticed the patient¿s bg levels rising and upon examining the pod, there was blood at the insertion site, and the cannula was found to be bent. There was no medical assistance required. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received for evaluation fully deployed with evidence of blood on the adhesive pad. Investigation under magnification found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.